Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the right ventricular (rv) lead post implant procedure and the lead was found to be dislodged. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.